Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by the customer. The intended procedure performed was a bronchoscopy. The procedure was completed successfully with a similar device, with no delay in procedural time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii bronchovideoscope was experiencing issues with the display image. The customer was seeing pixels on the display screen. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image; however, after aeration, there was a dark stain in the image. This report is to capture the reportable malfunction of the missing image and dark stain in the image noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the device evaluation, the following issues were discovered: pixels on the screen; no data on the identification chip; the distal end plastic had a minor dent; the distal sheath was stretched; the distal sheath glue was cracked; switches were not working, but worked after aeration; the bending section had fluid/ wet; the control body had fluid/ wet; the scope connector was cracked; the scope connector had fluid/wet; and the scope connector was cut on the boot. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.